Event description:
It was reported that the system displayed an over temperature warning and would not produce an image for over 2 hours, well beyond the normal tube cool down period. No patient injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.